Event description:
It was reported that a patient underwent a ventral hernia repair and mesh was implanted. The patient experienced a recurrent hernia. The surgeon plans to re-operate to repair the defect.

Event description:
It was reported that a patient underwent a ventral hernia repair and mesh was implanted. The patient experienced a recurrent hernia. The surgeon plans to re-operate to repair the defect.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.